Manufacturer narrative:
While the hernia recurrence has been confirmed by CT scan, the cause for the hernia recurrence has not been identified. Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported recurrence. At this time the patient does not wish to undergo a revision procedure and is being monitored by his doctor. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be obtained, a supplemental emdr will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via maude event report (mw5076543) and follow up with the contact: it was reported that on (B)(6) 2018 the patient underwent the repair of a left lumbar hernia and was implanted with a bdi surgery / davol ventralex st mesh. As reported the patient presented to emergency department in (B)(6) 2018 with complaints of back pain and underwent a CT scan which revealed a hernia recurrence. The cause of the hernia recurrence was not identified. A follow up appointment was scheduled for additional surgery. However, the patient canceled the appointment and reported he was feeling better and was not willing to undergo another procedure. It is reported that the patient did not suffer any postoperative trauma following the index procedure. The patient is being monitored at this time.